Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A visual examination of the stent found no issues with stent profile. The ro markerbands and tip profile with cosmetics were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x3.00mm promus premier stent was selected however during unpacking of the device outside the patient's body, the stent was found to be bent. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 24x3.00mm promus premier stent was selected however during unpacking of the device outside the patient's body, the stent was found to be bent. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.